Event description:
International affiliate reports one of the connectors separated from the silicone elastomer and infection developed. The remaining connectors remain in the patient and will be removed in a surgery to be scheduled.